Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ts pca femoral component; cat# unk; lot# unk; triathlon ts pca tibial baseplate; cat# unk; lot# unk; triathlon ts pca patellar component; cat# unk; lot# unk; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient complained of chronic pain ((B)(6) 2019) so a revision was booked for (B)(6) 2019. This was a revision procedure performed for worn implants that are 30 years old. A triathlon ts procedure was performed. A few years ago, the patient had had a patella revision but was still suffering pain so surgeon decided to replace the whole knee. Extra information: pca knee femoral & tibial implants.